Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he experienced sensor reading discrepancies. Customer stated that the sensor was reading low at 50 mg/dl and the insulin pump went into threshold suspend but his blood glucose was 130 mg/dl. The customer stated he removed the sensor and stopped using the feature. Product was not replaced o returned for analysis.